Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray review by a radiologist indicate that there is loss of the white cortical line (radiolucency) of the dorsal patella superiorly and laterally, a finding which may be indicative of bone remodeling as might be seen with mechanical erosion (wear), fracture remodeling or osteomyelitis. Office visit indicate that the patient continues to experience numbness, pain, swelling, clicking and instability. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: femoral component precoat size d left catalog# 00595001401 lot# 60769922. Tibial component stemmed precoat catalog# 00598003701 lot# 62510188. Articular surface catalog# 00595203010 lot# 62638440. Taper stem plug catalog# 00596009900 lot# 62618719. Stem extension replacement screw catalog# 00598009000 lot# 62688177. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03768, 0002648920-2017-00370, 0001822565-2017-03769, 0002648920-2017-00371.

Event description:
It was reported that patient was revised due to pain approximately 3 years post implantation. Patient had also been experiencing swelling, instability, and clicking.